Event description:
Placed pigtail chest tube for l sided pneumothorax in 20hr old infant. When attempting to remove guidewire after pigtail catheter securely in chest wall, resistance met and unable to safely remove the guidewire. The guidewire appeared to have separated from the external coating. Guidewire and pigtail catheter were removed without incident from the patient. Subsequently required placement of different chest tube.